Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for low blood glucose levels, after losing consciousness at work. Prior to the event, the customer had given insulin for a blood glucose reading of 200 mg/dl. The customer changed the infusion set, and the insulin was squirting during the manual prime. The customer later experienced a blood glucose reading of 24 mg/dl. It was stated that the customer didn't give a bolus prior to the low blood glucose reading, but there was a bolus in the bolus history. Nothing further was reported.